Event description:
Reporter reported (number 1484) that with 40 minutes remaining in the treatment, a small puddle of blood was noticed beneath the dialyzer, then the dialyzer was noted to be cracked. The pt's blood was returned and the treatment was discontinued. The physician ordered 1 gram of ancef IV prophylactically. Estimated blood loss 50cc. The sample is not available for examination. Reporter unable to provide further info regarding the crack.